Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Unable to prime during prime 33 test due to faulty fsr. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.